Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the gear was seized, jammed, heavy moving, and faulty on the battery handpiece device. It was further determined that the bearings were faulty and the device created a heavy noise. It was further determined that the device failed pretest for check of free moving and check the attachment coupling. It was noted in the service order that while demonstrating, the device made noise and the attachments were not working while being used with a power module device and a lid device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.